Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported there was a leak during an unknown step in therapy in a minicap transfer set which led to a break in aseptic technique during peritoneal dialysis therapy, which resulted in the patient experiencing peritonitis. The breach in aseptic technique was further described as a leak from a hole in the transfer set where it connects to the titanium adapter. The event was manifested by abdominal pain and turbid effluent (reported as ¿ascites turbidity¿). The patient was hospitalized for the event. The patient was treated with a first dose of intraperitoneal (also reported as injected into the abdomen through liquid medicine) cefazolin 1 g and intraperitoneal ceftazidime 1 g and then received maintenance treatment with intraperitoneal cefazolin 0.5g (frequency and duration not reported) and intraperitoneal ceftazidime 0.5g (frequency and duration not reported) for peritonitis. Dianeal therapy remained ongoing. Fourteen days after the event onset, the patient had recovered from the peritonitis event. No additional information is available.